Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the belt was physically damaged. All of the therapy electrodes were missing and the interconnection cable was missing. Also the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting ECG "b" and ECG "a" was pulled from the strain relief, damaging wires in the cable. The root cause for the missing components could not be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.